Event description:
Pentax medical was made aware of an event on (B)(6) 2021 that occurred in the united states. The customer reported "no video image" involving pentax medical video colonoscope model ec-2990li, serial number (B)(4). The issue was observed in the operating room during use. The customer stated that the image is distorted and then goes completely black screen. There was no report of patient injury, delay in procedure or an event that required medical intervention.

Manufacturer narrative:
(B)(4). Type of investigation: testing of actual/suspected device. Results pending completion of investigation. Conclusion not yet available. The user facility responded to a good faith effort request via email on 28-dec-2021 and stated the failure was observed on (B)(6) 2021 prior to the procedure starting. There was no patient involvement. The user facility also confirmed that they perform pre-procedural checks and use for the product involved as well as follow any instructions for use of accessories and reprocessing. The customer owned endoscope was received by pentax medical for evaluation on 21-dec-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician did not confirm the customer complaint but documented the following inspection findings: insertion tube buckles at stage 1, up angulation decreased, insertion tube scratches at stage 1, customer complaint not duplicated, passed wet leak test, passed dry leak test, fluid invasion in pve connector, insertion tube mild discoloration at stage 1, pve electrical connector frame mild corrosion, down angulation decreased, left angulation decreased, right angulation decreased. Additionally this endoscope has been serviced at non-pentax facilities int he past. Although the failure was not confirmed the device underwent repairs including the following components: o-rings and seals, bending rubber, angle wire with coat, insertion flexible tube, segment assy attaching screw, distal end assy with tubes, adjusting collar, electrical connector assy, pcb for ccd drive pb-free. Model ec-2990li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 23-dec-2021, a device history record(DHR) review for model ec-2990li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 06-jan-2011 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 06-jan-2011. The endoscope is awaiting repair and approved by final qc as 17-jan-2022. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: patient involved, not known if any adverse events, refer to expiration date, as complaint notification date. Customer reported, no video image. The customer stated, the image is distorted and then it goes completely black screen. Tier 2. Therefore, we checked the returned unit and confirmed, that the lg cable connector corroded. Based on the result, we concluded, that it was caused, due to the worn out on the lg cable connector. In addition, we confirmed, that the lg cable connector fluid damage, the insertion flexible tube (ift) discolored, the insertion flexible tube (ift) buckled, and the insertion flexible tube (ift) scratched. However, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: h6: coding changed, based on the investigation.